Event description:
The customer stated that her breeze2 meter read high compared to paramedic's contour meter. The breeze2 meter read 114 mg/dl, while the contour meter read 53 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. It is not known why paramedics were called or if the customer received any type of treatment. Attempts to contact the customer for additional information have not been successful. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.